Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported received information alleging a ventilator's lcd screen was blank during use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen needs replaced to address the issue. During evaluation, the device failed a step during testing. The device needs recalibrated to address the issue. During the evaluation, the 43 micron filter, removable air path foam and inlet air path assembly were replaced due to contamination and pollen filter was installed.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank during use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen needs replaced to address the issue. During evaluation, the device failed a step during testing. The device needs recalibrated to address the issue.